Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2024. The patient had inaccurate cgm values 5 days after the sensor was inserted in the abdomen. The patient mentioned that her most recent sensor had been confirmed upon insertion and was initially matching the bg numbers on another monitor. On (B)(6) 2024, the date of the event around 4 pm the patient experienced diabetic ketoacidosis and there were no symptoms reported. There was no treatment administered before the patient was taken to the hospital. The patient was taken to the hospital and hospitalized in the intensive care unit for 2 days. At the hospital, the cgm was reading 160 mg/dl and the blood glucose reading was 475 mg/dl. There was no documentation about the medication administered at the hospital as the patient couldn´t remember. The patient was discharged after 2 days. At the time of the report the patient was still recovering. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.